Manufacturer narrative:
Details of complaint: the customer reported that this bedside monitor is flickering/completely going dark intermittently. According to the customer, he has not been able to duplicate the issue; however, the nurses reported that this has happened a few times already. The customer wants to send in the unit to be repaired. Technical support (ts) advised the customer that given that they haven't been able to duplicate the issue, this unit may be returned to them as could not duplicate (cnd). There was no patient injury reported. Investigation summary: the nk repair center received the device and found that the lcd had many dead pixels and damage on the rear and front enclosure. Components for the display and casing were replaced to complete the repair. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that this bedside monitor is flickering/completely going dark intermittently. There was no patient injury reported.

Event description:
The customer reported that this bedside monitor is flickering/completely going dark intermittently. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this bedside monitor is flickering/completely going dark intermittently. According to the customer, he has not been able to duplicate the issue; however, the nurses reported that this has happened a few times already. The customer wants to send in the unit to be repaired. Technical support (ts) advised the customer that given that they haven't been able to duplicate the issue, this unit may be returned to them as could not duplicate (cnd). There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: